Event description:
Add'l info rec'd from MFR 9/10/01: guidant was first notified of this incident when the pt's spouse called guidant technical svs on 4/13/01 to find out if the device had been returned for analysis. They explained that pt had rec'd a shock in the afternoon, and then passed away later that day. A letter was sent to the pt's physician to confirm the details surrounding that pt's death. Her response (dated 5/5/01) did not mention any issues regarding the ICD, and she indicated that the ICD was not explanted. The implantable cardioverter defibrillator (ICD), model 1790, was not returned for analysis. Info provided by the pt's physician indicates the pt died of cardiac causes unrelated to an arrhythmia. The specific cause of death was not identified.

Event description:
Went to hosp 9/00 with abdominal pain. Seems pt had a reaction and had to return 2nd time within mins of discharge. Was admitted - had seizure afternoon, put on vent. Defibrillator fired. Do not know if pt had food, meds or insulin that morning and noon. Device was not checked until a month later. Readmitted with dizziness. No chest pain at that time. Pt found dead; admitted the day before.